Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The report of no pacing was not confirmed. The pacer was received in normal working conditions with battery voltage above eri. Electrical and mechanical analysis performed indicated normal device functionality. Pacing was normal and showed no anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during implant procedure that the pacemaker exhibited no pacing output. The pacemaker was successfully exchanged. The patient was stable and asymptomatic.